Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual leads were not received for evaluation. We did receive performance data collected from the device. Analysis indicated high resistance/impedance pacing on both the atrial and ventricular leads. The 946 high impedance paces recorded on the ventricular lead post lead-warning on (B)(4) 2010. 1,541 high impedance paces recorded on the atrial lead post lead warning on (B)(4) 2010.

Event description:
It was reported that both the atial and ventricular leads had high impedance, lead warnings had occurred, and that the ventricular lead had high thresholds. The patient had a lead revision. It was later reported that there was a subsequent revision on the ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.